Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced two events of infusion set kinked cannula on 19-mar-2025 and 20-mar-2025. The event occurred in three or more hours after insertion. For first event, the insertion site was back and for second event, the insertion site was upper buttocks. The infusion se was in use for seven hours for first event and one and half day for second event. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.